Manufacturer narrative:
H3: product analysis: product:9560100, lotno:767073 during the incoming inspection, it was found that the outer tube was broken, and foreign object was visible when focus was shifted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis #product:9560100, lotno:767073 during the incoming inspection, it was observed that the outer tube was damaged and that foreign object was visible when the focus was shifted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient having microendoscopic discectomy for hernia. It was reported that during the surgery, the physician pointed out that the screen was dark. After changing the tip of the scope, the screen became brighter, so there seems to be a problem with the scope. There was no patient symptom reported. There were no further complications reported regarding the event.